Manufacturer narrative:
The events of seroma(late) and lymphoma-alcl-suspected are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: "began experiencing inflammation and fluid build up in and around her breast tissue,¿ and ¿fluid [was] tested which came back positive for bia-alcl."

Event description:
Patient representative reported patient ¿began experiencing inflammation and fluid build up in and around [their] breast tissue,¿ side not specified. Patient representative reported ¿fluid [was] tested which came back positive for bia-alcl,¿ no pathological markers provided. Patient representative reported patient ¿lives in daily fear that [they have] now been exposed to a deadly type of cancer, bia-alcl,¿ ¿suffered severe physical injuries and emotional distress,¿ ¿substantial pain and suffering,¿ and ¿had a mastectomy and had to endure living with severe and debilitating nerve pain, as well as physical and emotional scars.¿ device has been explanted. Affected side unknown.